Manufacturer narrative:
This is the first complaint reported for this finished goods lot and the first reported for this issue. Review of the device history record (DHR) indicates the order was built to specification. A used fluidics management system was returned and was visually inspected. No obvious defects were observed. The sample was functionally tested using a centurion console. The returned sample could prime, tune, be recognized by the console and the service data was retrieved successfully by the console. No leakage nor occlusions were observed. Both irrigation and aspiration luers were intact and the irrigation and aspiration flow rates were within specification. The sample functioned within specification. The root cause of the customer's complaint could not be established; as the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the returned product met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that the aspiration could not be performed during the quadrant step of left eye cataract procedure. The procedure was completed. There was no patient impact.